Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported permanent loss of "y".

Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation for transmitter concluded no defects found with the transmitter and receiver. Data does not confirm out of range/antenna icon.